Event description:
It was reported that the some atrial events were noted only while in threshold atrial lead testing that were not there on the presenting rhythm. Issues with atrial capture were discussed but testing has been inconclusive. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).